Event description:
In 2007. I had to have surgery to remove mesh that was implanted in me in 2004 for a hernia surgery. It felt like I had lumps all inside of me and it caused me to have extreme pain. The doctor that did the surgery told me it was a mess inside of me, it took her hours to pick all of the mesh out. This was because it broke up and was stuck in my intestines. The mesh that was used was manufactured by davol bard called bard composix e/x mesh ellipse lot 43fnd319 and lot 43bod398. I reported this to the company, I have not heard from them at all.